Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). An investigation of the manufacturing records associated with the serialized device was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the device evaluation performed on site, the alleged event could not be confirmed and a cause was not identified.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to fresenius (B)(4) technical services that the 2008k2 hemodialysis (hd) device was alarming with error 1 and it was not filtrating as programmed during hd treatment. There was no suction from the red pipette. There was no harm, adverse event, nor medical intervention required as a result of this event. The patient was able to continue and complete treatment using the same products. A fresenius (B)(4) technician was scheduled to service the device. This report was received from fresenius (B)(4). Additional information has been requested, however, to date a response has not been received.

Event description:
A follow up was received from technical services. The technician arrived at the user facility to service the device. The technician performed a general inspection of the hydraulics and verified calibrations without finding any issues. Functional tests and a heated disinfection of the system was completed without any issues identified. The device was functioning correctly. The reported event was not confirmed and there was no cause identified. It was noted that the difference between the machine hours value and the values in the last report were too great for the time range, however, there was no indication this was associated with the reported event.

Manufacturer narrative:
Additional information: b5.